Manufacturer narrative:
Additional manufacturer narrative: it was reported that one of the sutures was found broken after deployment of the tricentrix holder during the implant of a 7300tfx valve. The cause of the event was unclear. The valve was implanted without complications. The subject device was not returned for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. There is insufficient information to conclusively determine the root cause of this event. The root cause of this event remains indeterminable. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards received notification that during the implantation of a 29mm 7300tfx mitral valve, after the tricentrix system was deployed, one of the holder sutures was seen to be cut/broken. The valve was implanted without complication and special care was taken to avoid any suture looping. Reportedly, it was not clear whether this was caused by user error while removing the valve from the jar and deployment of the tricentrix holder or whether the suture was already broken. Post-operatively, the valve was functioning well and the patient was noted as to be recovering.

Manufacturer narrative:
Customer report of cut sutures was confirmed. As received, the detached valve holder was in the fully deployed position. The blue adaptor was still attached to the valve holder with green suture intact at the cutting channel. All three green sutures were found cut at the outflow aspect of the valve holder while the green sutures were observed to be intact at the cutting channels at the inflow aspect of the valve holder. Cut green suture a was approximately 5cm long; cut green suture b was approximately 6cm long; cut green sutures c were each approximately 1.5 cm long. Cut suture ends were straight and even. Valve was not returned.